Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that a patient experienced a cardiac arrest during a surgical procedure. The users did not allege a device malfunction and admitted that they did not recognize the alarms the device had posted during the course of event.